Event description:
Consumer called to report getting erratic readings. Analysis run on clark error grid using mean average (268) as ref. Point vs. Bd readings (116, 304, 383) yielded data points in the c/d range of the grid, outside of acceptable limits